Event description:
While testing the device in the back of an ambulance, the device intermittently initiates and then ceases to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.